Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 292 mg/dl and observed insulin leaking at the interface between the ilet connector and the long tubing of a cartridge-driven set; the pump showed insulin delivery, and a full set change was performed with subsequent glucose decline to 214 mg/dl. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a leakage at a seal consistent with a fluid leak associated with the connector/coupler component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user was advised to monitor glucose and report any further issues.